Manufacturer narrative:
Continued h.6 health effect - impact code: f2203. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, fold creases, an opening on posterior, and white particles on the shell. A microscopic analysis was performed which identified: a sharp crease opening on posterior. Based on the device analysis the final assessment is a sharp crease opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". The device remains implanted. This record is for the right side.